Event description:
It was reported that the patient cable on the mobile power unit (mpu) was damaged at the thread of the black and white connectors. The black connector would not connect at all and the white connector was very difficult to connect. The battery ribbon on the mpu was also frayed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the mobile power unit serial number (B)(4) was serviced at edc service center. Visual inspection revealed that the patient¿s cable black and white connectors had damaged threads. The black connector is not connecting at all and the white connector is very difficult to connect. The battery ribbon (the red battery strap) was also frayed and there was a small crack (cosmetic imperfection) on the top housing. The patient cable and the battery ribbon were replaced. A full functional test was performed and the mpu passed all test steps. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook section 3 entitled ¿powering the system/using the mobile power unit¿ and instructions for use section 3 entitled ¿powering the system/using the mobile power unit¿ caution the user ¿when connecting power cable connectors, do not try to join them together without first aligning the half circles inside the connectors. Joining together misaligned power cable connectors may damage them¿ and ¿inspect the mobile power unit patient and power cables for damage. Do not use the mobile power unit if either cable shows signs of damage¿. The heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ (storing 6-3 and cleaning and maintaining the equipment 6-4) and instructions for use section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook and instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.